Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured in september, 2024. H11: seventy three (73) unopened actual devices were received for evaluation. Visual inspection of returned samples showed embedded particles on the packaging of the inlets, loose particles inside the sealed packaging, on the tubing of the inlets, on the white connectors, white spike housing, on the spike flange, spike cap; not in fluid pathway. The particles were further described as dark/red/brown/blue/white spots, and/or particles, and/or fibers. In one (1) sample, there was a cut or score measuring 18 mm in the paper backing of the packaging material, which appeared to have penetrated the tubing by 3.00 mm. This damage is likely attributable to shipping and handling by the customer. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to variations in the manufacturing or packaging process, as the particulate matters observed were either enclosed or embedded in the samples sealed product packaging, or embedded in the product tubing, or observed on various areas of the inlet products including the white downstream connector, and the spike cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seventy-three (73) vented high-volume inlets had black particles or lint in the outer packaging, in the inlet or on the connectors. The issue was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.